Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 (mg/dl) after falling asleep with pump on. Glucagon was administered to treat low bg levels. Reportedly, customer thought auto-off safety feature would alarm and stop basal delivery through the night. Customer was reminded that the auto-off safety feature will alarm if there is no interaction with the pump during the specified time the safety feature is programmed for. Recommendation was made to consult with health care provider to extend auto-off safety timer. The customer's bg levels were stable at the time the event was reported.